Event description:
The following info was reported to kci by the doctor on (B)(6) 2010. The doctor reported that he debrided and placed vac over a left ankle integra graft. The doctor changed the vac dressings himself in the hosp. The pt was sent home on activac. On an unk date, the pt went to his f/u appt and the doctor noticed that the wound did not look good and had a bad odor. It was also noted that the vac setting was on intermittent therapy. The doctor cleaned up the wound and placed the vac back on the pt. The doctor instructed the pt to call kci to change the therapy settings. The pt left the hosp on intermittent therapy, and it was unk why the vac therapy setting was not checked before the pt left the hosp. On (B)(6) 2010, the nurse from the doctor's office reported that the graft was lost.

Manufacturer narrative:
The unit was tested per quality control procedures on (B)(6) 2010, prior to placement with the pt on (B)(6) 2010. The unit passed qc checks and met specifications. On 11 oct 2010, the unit was returned to kci for device eval. Review of the activity contained in the history log indicates the pt used this device for therapy from (B)(6) 2010 on 5 minutes on and 2 minutes off on intermittent therapy mode at 125 mmhg. There was no evidence of an operational malfunction. There was no determination as to what role if any the intermittent verse the continuous therapy settings may have played in this event. Kci as a MFR does not adjust therapy settings. This is the responsibility of the health care provider. Device labeling, available in print and online, states the default setting for vac therapy is 125 mmhg on a continuous setting, but their settings may be individualized to the pt's needs. Continuous therapy is recommended for grafts or flaps with the need to prevent shear. Therapy settings can only be accessed through clinician mode. Once the settings are in place, the clinician changes the mode to pt mode. The pt mode can help prevent unauthorized access to the therapy set-up screens. Pt mode allows the pt to have access to appropriate screen menus.